Event description:
It was reported that when the asymptomatic patient presented in clinic for a follow up, the device was in back up vvi mode. A device download was successfully performed.

Manufacturer narrative:
(B)(4).